Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately calcified and moderately tortuous proximal right coronary artery (rca). The quantum maverick 15mm x 3.5mm balloon was inflated one time at 14 atms and ruptured. The balloon was removed without incident. The procedure was completed with another manufacturer's balloon. No patient injuries or complications were reported. The patient's status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation confirms that the reported batch met all material, assembly, and performance specifications at the time of release to distribution. The most probable root cause is operational context due to anatomical / procedural factors encountered during the procedure which limited the performance of the device.